Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: previous investigations that have included manufacturing record evaluations (mre) since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as "at some point in the past - dos unknown, the patient underwent an srom asr construct performed by a surgeon at either ocr or pvh. The patient's metal ion count in her blood is high and there was suspected metallosis in the joint. Once open, metallosis was confirmed in the joint. There was black tissue surrounding the joint capsule and the trunion of the srom stem was black. The asr head was removed along with the srom stem. A new construct was utilized to combat the metallosis." Doi: unknown, dor: (B)(6) 2021, affected side: left hip.